Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f303 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f303 for the reported issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak, and alarm #18: system pressure. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). Device not returned.

Event description:
Customer called to report a pressure dome membrane leak during the procedure. Customer stated during the purging air phase, a system pressure alarm occured and the customer observed blood leaking from the system pressure dome. The procedure was performed in single needle mode and had processed 200 ml whole blood. The customer aborted the procedure and did not return any blood/fluid to the patient. Customer stated the patient is in stable condition. Customer discarded the kit, and has returned pictures for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos confirmed the leak. The photos show the leak on the instrument deck with a concentration in the recessed area of the system pressure dome. However, the exact location of the leak could not be determined based on the available information. The root cause of the leak could also not be determined based on the information provided. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. No further action required. This investigation is now complete. (B)(4). Device not returned.